Event description:
Information received by medtronic indicated that the patient had a pericardial effusion. Cryoablation procedure performed (B)(6) 2014. Patient experienced chest discomfort while emerging from anesthesia. Initial echocardiogram showed trivial effusion. Patient's chest discomfort continued; repeat echocardiogram showed accumulation of fluid and demonstrated a small circumferential pericardial effusion. Patient developed acute hypotension (bp 70/40 mmhg) and worsening pericardial pain. Emergent echocardiogram demonstrated an increasing circumferential pericardial effusion (now small-moderate) with subtle right atrial collapse. Bp improved to 98/60 mmhg with IV fluids. Proceeded emergently with successful echo-guided pericardiocentesis. Bedside echo on (B)(6) 2014 showed no increase in effusion; patient transferred out of ccu with pericardial drain intact.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. An internal CAPA has been initiated to investigate the risk of cardiac perforation, pericardial effusion and tamponade associated with cryoablation for atrial fibrillation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.